Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: -, ubd: unknown, UDI#: unknown h2, correction: software version updated to 2.1.0 h3: a software analysis was initiated. It was noted that the user was in the registration task when the issue was observed. There were no errors or issues observed in the logs. Kernal log contained recurring pci express bus errors (dpc ¿ downstream port containment events) on bus 0000:00:1d.0 throughout the day, causing usb device unbinding and ultimately triggering system shutdowns. It was noted that this seemed like this was a hardware-level pcie physical layer issue (receiver error), not a software anomaly. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b24, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system crashed during image fusion. There was no reported impact to the patient. Additional information was received stating that no tracking was going on when the issue happened. It happens during loading an intraoperative imri scan onto the navigation system. There was no intermittent tracking. According to the site it happened when the load after tumor resection (navigated) an imri verification scan (verification scan means ¿ check resection boundaries with imri images) onto the navigation system. The site stated that the suddenly there was a black screen and a restart of the system (kicked the user out). After that they were not able to find the registration anymore. To have the registration available it was necessary to pursue the tumor resection after the surgeon decided to go ahead based on the imri images they have loaded and merged to the preop MRI scan. Because of the fact, that the surgeon decided that it was not needed to resect further more, there was no delay to the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735908, version#: 1.0.3, h3) the manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced. They found out that the registration for this patient was unusable. It was selectable within the previous registration. It was communicated to the site that they can choose the patient this way. The site did not like that the "previous registration" button was not visible as a button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.